Event description:
It was reported that on (B)(6) 2023, a 19mm amplatzer septal occluder was chosen for procedure. During device preparation, it was noticed the device had long polyester strands extending out of the left atrial disc and the waist of the device. A decision was made to replace the device with a second 19mm amplatzer septal occluder. When the second device was opened during device preparation, it was also noted there was a strand of fiber sticking out of the left atrial disc. The physician pushed the strand back into the device and continued with device preparation. The second device was successfully deployed and implanted with a 9f amplatzer trevisio intravascular delivery system in the patient's atrial septal defect. There was no clinically significant delay in the procedure due to this event and the patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
An event of a long polyester strands extending out of the left atrial disc was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanyed and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on available information and without the device to analyze, the cause of the reported event could not be determined.na